Event description:
On (B)(6) 2012, (B)(6) called in to report that (B)(6) has 2 clamps that broke. He gave no further info. On (B)(6) 2012 called office and left message. On (B)(6) 2012, called office and left message. On (B)(6) 2012 called office and left message.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event and due to the clamp breakage and inability to further evaluate the malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Conclusion - device breakage is addressed in the direction for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage."